Event description:
A surgeon reported that following intraocular lens (iol) implant surgery a pt had a sub-optimal outcome with decreased vision, halos and the inability to read. Add'l info was received from the surgeon, who reported the iol is in the capsular bag with no posterior capsule opacification observed.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined by the investigation. Add'l info has been requested on 05/09/2012 by fax and mail. A completed questionnaire was received on 05/14/2012. (B)(4).